Event description:
Information was received from a patient (pt) against an external tens unit manufactured by (B)(6). Pt stated that the external device kept saying that it needed to be charged. Caller provided a serial number of (B)(6). Tss redirected the call to rs medical for further assistance. The allegation is only against the external tens unit manufactured by (B)(6). Tss did not confirm managing hcp or event date because the allegation was made against another manufacturer's device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).